Event description:
It was reported while using bd vacutainer® push button blood collection set there was a needle retraction failure resulting in a needle stick incident. The following information was provided by the initial reporter: during the use of this product in a hospital ward, an hcp pressed the button but the needle was not retracted completely, and the hcp got stuck with the needle when disposing of it.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: catalog number: 367342; batch number: unknown. One customer photo was received for review and evaluation. The customer photo confirms the reported failure mode of partial retraction of the needle. Therefore, this complaint for partial retraction can be confirmed based on customer photo analysis. The customer photo does not confirm the reported failure mode of needle stick as there is no evidence that the user was stuck with the needle. Therefore, this complaint for needle stick cannot be confirmed based on customer photo analysis. Retains cannot be tested as the batch number is unknown. Bd was able to confirm the customer complaint of a partial retraction failure. A root cause could not be determined without the failed physical sample. A review of the device history record could not be completed as the batch number is unknown. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The business team regularly reviews the collected data for monitoring of current trends.